Manufacturer narrative:
B3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: o model number/catalog number: sc-2218-50. O serial number: (B)(6). O batch/lot number: 7177305. O model/catalog description: linear st lead kit 50 c. O unique identifier (UDI) # (B)(4) o model number/catalog number: sc-4316. O serial number: n/a. O batch/lot number: 37571079. O model/catalog description: clik anchor. O unique identifier (UDI) # (B)(4).

Event description:
It was reported that this spinal cord stimulation (scs) patient underwent the replacement of the leads and anchor due to migration that resulted in inadequate stimulation. The devices were disposed by the facility and will not be returned for analysis. Postoperatively, patient was reported to be doing well.